Event description:
It was reported that the customer experienced elevated blood glucose levels (446 mg/dl). Reportedly, the luer lock was loose.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.